Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 5/22/2025: during the procedure, an ar-4551 sutureloc device malfunctioned when the sheath began to splice, causing it to bunch up irregularly. The malfunction occurred inside the patient, resulting in pieces of the implant breaking. However, all broken pieces were successfully removed from the patient. An additional 15 minutes of anesthesia was required due to the case delay at this time, there are no reported negative effects or significant damage to the patient post-surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/28/2025, a sales representative reported via email that an ar-4551 sutureloc malfunctioned during a lateral meniscus transplant procedure. To complete the case, a second ar-4551 sutureloc was opened and used. A photo was provided, and no additional details were provided regarding the malfunction. This was discovered during a lateral meniscus transplant procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an unpackaged ar-4551, with batch number 15411113, revealed that the sutures were damaged. Therefore, arthrex was able to deduce the cause of the complaint as misuse, due to excessive force used during suture passing/tightening /tensioning.